Event description:
It was reported that during the radiofrequency ablation procedure the physician removed the electrode from the patient and saw a piece of metal wire remained in the patients body. An x-ray was performed and found that the whole cu cannula was still sitting in the location where the procedure was performed. A neurosurgeon was called in to perform a surgical procedure in which the cannula wire was removed. The patient has recovered and is doing well post-operatively.

Manufacturer narrative:
Correction to initial MDR in fields d4 model number, catalog number, expiration date, and unique identifier UDI. Device technical analysis: visual inspection of the returned cu injection electrode revealed that the needle of the injection electrode had broken off from the hub and event of physician finding a wire in the patients body after removing the electrode during the radiofrequency ablation procedure was confirmed. The separated needle was likely due to unintended excessive external mechanical force. Investigation conclusion: based on the provided information, the probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that during the radiofrequency ablation procedure the physician removed the electrode from the patient and saw a piece of metal wire remained in the patients body. An x-ray was performed and found that the whole cu cannula was still sitting in the location where the procedure was performed. A neurosurgeon was called in to perform a surgical procedure in which the cannula wire was removed. The patient has recovered and is doing well post-operatively.

Event description:
It was reported that during the radiofrequency ablation procedure the physician removed the electrode from the patient and saw a piece of metal wire remained in the patients body. An x-ray was performed and found that the whole cu cannula was still sitting in the location where the procedure was performed. A neurosurgeon was called in to perform a surgical procedure in which the cannula wire was removed. The patient has recovered and is doing well post-operatively.